Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 08-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abdominal pain/ chronic pain. Approximately 4 years after insertion she underwent a hysterectomy during which it was determined that her essure devices had migrated. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion abdominal pain may occur. In the present case the device migration probably contributed to the occurrence of pain. Given the positive temporal relationship, nature of the event abdominal pain/ chronic pain and lack of alternative explanation, a causal relationship with essure cannot be excluded. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case the exact date and mechanism of device migration was not specified, neither was the exact location of the devices. Despite the limited information provided, given the nature of the event essure devices had migrated, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 06-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2012 as permanent birth control. After being implanted with essure, the plaintiff developed severe menstrual and abdominal pain, pain during intercourse and weight fluctuation. She also began to suffer migraines, of which she had no prior history. Her menstrual cycles would continue for 10 to 15 days at a time causing heavy blood loss. Her menstrual periods would cause her to lose such a large quantity of blood that she would have to undergo iron supplement treatment. Her chronic pain became so severe that she was prescribed norco and ibuprofen as treatment. On or about (B)(6) 2016, plaintiff underwent a hysterectomy during which it was determined that her essure devices had migrated. Her cervix, uterus and fallopian tubes were all removed, leaving her ovaries intact. She originally intended to undergo tubal ligation as permanent birth control, however after speaking with a nurse who told her about the benefits of essure and its safety and effectiveness, she instead opted to undergo the essure procedure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abdominal pain/ chronic pain. Approximately 4 years after insertion she underwent a hysterectomy during which it was determined that her essure devices had migrated. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion abdominal pain may occur. In the present case the device migration probably contributed to the occurrence of pain. Given the positive temporal relationship, nature of the event abdominal pain/ chronic pain and lack of alternative explanation, a causal relationship with essure cannot be excluded. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case the exact date and mechanism of device migration was not specified, neither was the exact location of the devices. Despite the limited information provided, given the nature of the event essure devices had migrated, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/ chronic pain /abdominal pain (sharp)"), device dislocation ("essure devices had migrated"), back pain ("more back pain (increased, causing even more misery)") and the first episode of menorrhagia ("heavy and prolong bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain (pre-existing back pain increased after implant) in 2008, multigravida and multiparous (date of births was reported as (B)(6) 1993, (B)(6) 1994, (B)(6) 1997, (B)(6) 1998, (B)(6) 2001, (B)(6) 2005, (B)(6) 2009, (B)(6) 2011.). Previously administered products included for an unreported indication: mirena iud from 2005 to 2008 and norplant in 2004. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone (depo provera) in 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the first episode of menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue (extremely)") and the first episode of migraine ("migraine (head)"). In j (B)(6) 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required), depression ("depression (became much worse and more intense)") and the first episode of weight fluctuation ("weight fluctuations"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), the second episode of weight fluctuation ("weight fluctuation"), the second episode of migraine ("migraines"), the second episode of menorrhagia ("menstrual cycles would continue for 10 to 15 days at a time causing heavy blood loss") and abdominal pain lower ("severe cramps"). The patient was treated with vicodin (norco), ibuprofen, iron, surgery ( (B)(6) 2016, during partial hysterectomy, patient's cervix, uterus and fallopian tubes were removed)), surgery, surgery (hysterectomy) and surgery (hysterectomy,). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain had resolved. At the time of the report, the device dislocation, back pain, dysmenorrhoea, dyspareunia, the last episode of weight fluctuation, the last episode of migraine, the last episode of menorrhagia, depression, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, the first episode of menorrhagia, the first episode of migraine, the first episode of weight fluctuation, the second episode of menorrhagia, the second episode of migraine and the second episode of weight fluctuation to be related to essure. The reporter commented: it was reported that in (B)(6) 2012, she had more back pain for that she got pain medication, hysterectomy to get rid of back pain. She also reported that her weight started to fluctuate -going up then down pain, her sex life was no longer enjoyable. She was not allergic to nickel or any other component of essure. Her current weight was (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 8-nov-2017: reporter information updated. Historical drug included as mirena iud, norplant, historical condition as back pain and updated suspect drug indication as permanent birth control by bilateral occlusion of the fallopian tubes (previously reported as permanent birth control). Concomitant drug as depo provera and bcp. On an unknown date she experienced severe cramps. In (B)(6) 2011, she had fatigue (extremely), migraine (head), heavy and prolong bleeding she got pain medication, hysterectomy to over come heavy and prolong bleeding. In (B)(6) 2012, she had depression (became much worse and more intense), weight fluctuations and more back pain and she got pain medication, hysterectomy to over come back pain. Updated onset date of event severe menstrual pain, abdominal pain/ chronic pain, pain during intercourse and afterward (severe) as (B)(6) 2011. In 2012 she used bcp. On (B)(6) 2016, she recovered from abdominal pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/ chronic pain /abdominal pain (sharp)"), pelvic inflammatory disease ("pelvic inflammatory disease"), device dislocation ("essure devices had migrated"), back pain ("more back pain (increased, causing even more misery)") and the first episode of menorrhagia ("heavy and prolong bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain (pre-existing back pain increased after implant) in 2008, multigravida, multiparous (date of births was reported as (B)(6) 1993, (B)(6) 1994,(B)(6) 1997, (B)(6) 1998, (B)(6) 2001, (B)(6) 2005, (B)(6) 2009, (B)(6) 2011.), chest pain, numbness in hand, post-traumatic neck syndrome, leg pain, weakness, tingling, neck pain, headache, non-tobacco user, pain lumbosacral, genital bleeding, subclinical hyperthyroidism, dysfunctional uterine bleeding, weight gain, anemia, arthroscopy l knee (anterior cruciate ligament, left knee, medial and lateral meniscal tears of the left knee), meniscus removal, esophageal reflux, swallowing difficult, asthma, eosinophilic esophagitis, orthopedic procedure, colonoscopy, spondylosis, lumbar hnp, anterior cruciate ligament reconstruction, abortion, uterine dilation and curettage, heartburn, lumbar radiculopathy, muscle spasm, sciatica, knee ligament injury, hypocalcemia, cerebrovascular accident, transient cerebral ischemia, eclampsia, rash, vomiting, vaginal pain, ovarian cyst, nausea, dehydration, vomiting, menarche, thromboembolism prophylaxis, stroke, groin pain, eosinophilic esophagitis, anaphylaxis on (B)(6) 2013 and seasonal allergy. She denies any radicular pain. She was not allergic to any medication. She has no evidence of instability. She denied cramping. She denied consumption of alcohol, no problems with previous pregnancies. Diarrhea. No fever. Negative for intraepithelial lesion or malignancy. She did not have acute thyroiditis. She denied fever, spreading redness, drainage and increased pain. Previously administered products included for an unreported indication: mirena iud from 2005 to 2008, norplant in 2004, naproxen, contraceptive patch, vicodin, motrin, cyclobenzaprine, ultram, zofran, skelaxin, hydrocodone and contraceptive. Concurrent conditions included obesity, pneumonia since (B)(6) 2009, helicobacter infection, pelvic pain female, goiter, unspecified, thyroid nodule, fractured toe, localised erythema, dysphagia, exposure during breast feeding, esophagogastroduodenoscopy, gastritis, skin dry, urinary tract infection, pelvic inflammatory disease, ganglion, shellfish allergy since (B)(6) 2013, lumbar radiculopathy, lumbar spinal stenosis, facial abscess, aspiration since (B)(6) 2012, esophageal dilation procedure since (B)(6) 2012, gastroesophageal reflux disease since (B)(6) 2012, lumber fusion, cellulitis, folliculitis, gum swelling, periodontal abscess, neck swelling, mouth swelling, ear swelling, swelling of tongue, ankle sprain, wrist injury, viral gastroenteritis, spondylolisthesis, osteoarthritis, cauda equina syndrome, nephrolithiasis, renal colic, rheumatoid arthritis, gout, cerebral ischemia, bronchitis, biopsy endometrium, nose bleeds, uterine prolapse, internal hemorrhoids, mastoiditis nos, headache, concussion, vertigo, sialadenitis, sinusitis, otitis media acute, aoe and meningitis. Family history included diabetes mellitus (mother, father) maternal grandmother, maternal grandfather), hypertension, hypertension (mother), asthma (mother), haematological malignancy (maternal great grand mother), high cholesterol and stroke (mother). Concomitant products included bactrim (bactrim ds), cefalexin (keflex), clindamycin, cyclobenzaprine hydrochloride (flexeril), diazepam, ferrous sulfate, ibuprofen, ketorolac, lidocaine, medroxyprogesterone (depo provera) in 2011, medroxyprogesterone acetate (depo-provera), methocarbamol, omeprazole, oxycocet (percocet), povidone-iodine (betadine), procet (hydrocodone/acetaminophen), promethazine and vitamins. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the first episode of menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue (extremely)") and the first episode of migraine ("migraine (head)"). In (B)(6) 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required), depression ("depression (became much worse and more intense)") and the first episode of weight fluctuation ("weight fluctuations"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), the second episode of weight fluctuation ("weight fluctuation"), the second episode of migraine ("migraines"), the second episode of menorrhagia ("menstrual cycles would continue for 10 to 15 days at a time causing heavy blood loss") and abdominal pain lower ("severe cramps"). The patient was treated with vicodin (norco), ibuprofen, iron, surgery ((B)(6) 2016, during partial hysterectomy, patient's cervix, uterus and fallopian tubes were removed)), surgery (aginal hysterectomy with bilateral salpingectomy), surgery, surgery (hysterectomy) and surgery (hysterectomy,). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain had resolved. At the time of the report, the pelvic inflammatory disease, device dislocation, back pain, dysmenorrhoea, dyspareunia, the last episode of weight fluctuation, the last episode of migraine, the last episode of menorrhagia, depression, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, pelvic inflammatory disease, the first episode of menorrhagia, the first episode of migraine, the first episode of weight fluctuation, the second episode of menorrhagia, the second episode of migraine and the second episode of weight fluctuation to be related to essure. The reporter commented: it was reported that in (B)(6) 2012, she had more back pain for that she got pain medication, hysterectomy to get rid of back pain. She also reported that her weight started to fluctuate -going up then down pain, her sex life was no longer enjoyable. She was not allergic to nickel or any other component of essure. Her current weight was (B)(6). Bilateral tubal ostia visualized; 4 trailing coils at right ostia/1 trailing coils left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. [An_relevant_tests]. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 15-nov-2017: medical record received. "Event pelvic inflammatory disease" added. Concomitant drug & condition, historical drug & condition are added. Lab data, product information, patient & reporter information updated. Reporter causality comment updated. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/ chronic pain /abdominal pain (sharp)"), pelvic inflammatory disease ("pelvic inflammatory disease"), device dislocation ("essure devices had migrated"), back pain ("more back pain (increased, causing even more misery)") and genital haemorrhage ("heavy and prolong bleeding/bleeding / heavy bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included back pain (pre-existing back pain increased after implant) in (B)(6), multigravida, multiparous (date of births was reported as(B)(6)1993,(B)(6) 1994,(B)(6)1997, (B)(6)1998, (B)(6)2001, (B)(6)2005, (B)(6)2009, (B)(6)2011.), chest pain, numbness in hand, post-traumatic neck syndrome, leg pain, weakness, paraesthesia lower limb, neck pain, headache, non-tobacco user, pain lumbosacral, genital bleeding, subclinical hyperthyroidism, dysfunctional uterine bleeding, weight gain, anemia, arthroscopy l knee (anterior cruciate ligament, left knee,medial and lateral meniscal tears of the left knee), meniscus removal, esophageal reflux, swallowing difficult, asthma, eosinophilic esophagitis, orthopedic procedure, colonoscopy, spondylosis, anterior cruciate ligament reconstruction, abortion, uterine dilation and curettage, heartburn, lumbar radiculopathy, muscle spasm, sciatica, knee ligament injury, hypocalcemia, cerebrovascular accident, transient cerebral ischemia, pre-eclampsia, rash, vomiting, vaginal pain, ovarian cyst, nausea, dehydration, vomiting, menarche, thromboembolism prophylaxis, stroke, groin pain, eosinophilic esophagitis, anaphylaxis on(B)(6)2013, seasonal allergy and endometrial biopsy on (B)(6)2015. She denies any radicular pain.she was not allergic to any medication.she has no evidence of instability.she denied cramping.she denied consumption of alcohol, no problems with previous pregnancies.diarrhea. No fever.negative for intraepithelial lesion or malignancy.she did not have acute thyroiditis. She denied fever, spreading redness, drainage and increased pain. Previously administered products included for an unreported indication: mirena iud from (B)(6) to (B)(6), norplant, naproxen, zofran, vicodin, motrin, cyclobenzaprine, ultram, skelaxin, hydrocodone and contraceptive. Concurrent conditions included obesity, pneumonia since(B)(6) 2009, helicobacter infection, pelvic pain female, goiter, unspecified, thyroid nodule, fractured toe, localised erythema, dysphagia, exposure during breast feeding, esophagogastroduodenoscopy, gastritis, skin dry, urinary tract infection, pelvic inflammatory disease, ganglion, shellfish allergy since (B)(6)2013, lumbar radiculopathy, lumbar spinal stenosis, facial abscess, aspiration since (B)(6)2012, esophageal dilation procedure since (B)(6)2012, gastroesophageal reflux disease since (B)(6)2012, cellulitis, folliculitis, gum swelling, periodontal abscess, neck swelling, mouth swelling, ear swelling, swollen tongue, ankle sprain, wrist injury, viral gastroenteritis, spondylolisthesis, osteoarthritis, cauda equina syndrome, nephrolithiasis, renal colic, rheumatoid arthritis, gout, cerebral ischemia, bronchitis, biopsy endometrium, nose bleeds, uterine prolapse, internal hemorrhoids, mastoiditis, headache, concussion, vertigo, sialadenitis, sinusitis, otitis media acute, meningitis and foot pain. Family history included diabetes mellitus (mother, father) maternal grandmother, maternal grandfather), hypertension, hypertension (mother), asthma (mother), haematological malignancy (maternal great grand mother), high cholesterol and stroke (mother). Concomitant products included fluticasone propionate and salbutamol (ventoline) for multiple allergies and asthma, cyclobenzaprine hydrochloride (flexeril) and methocarbamol for muscle pain and spasms, hydrocodone bitartrate;paracetamol (vicodin) for pain as well as cefalexin (keflex), clindamycin, diazepam, ferrous sulfate, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), ibuprofen, ketorolac, lidocaine, medroxyprogesterone acetate (depo provera) since (B)(6), medroxyprogesterone acetate (depo-provera), omeprazole, oxycodone hydrochloride;paracetamol (percocet), povidone-iodine, promethazine, sulfamethoxazole;trimethoprim (bactrim ds) and vitamins nos. On(B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue (extremely)"), the first episode of migraine ("migraine (head)"), pelvic pain ("pelvic pain / pain on left side / pelvis pain") and headache ("head pain"). In (B)(6)2012, the patient experienced back pain (seriousness criteria medically significant and intervention required), the first episode of weight fluctuation ("weight fluctuations"), depression ("depression (became much worse and more intense)") and the second episode of weight fluctuation ("weight fluctuations"). In (B)(6)2015, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), the second episode of migraine ("migraines"), menorrhagia ("menstrual cycles would continue for 10 to 15 days at a time causing heavy blood loss") and abdominal pain lower ("severe cramps / cramping"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), ibuprofen, iron, progesterone, IV iron therapy and surgery ((B)(6)2016, during partial hysterectomy, patient's cervix, uterus and fallopian tubes were removed), hysterectomy,, hysterectomy, back surgery and vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. On (B)(6) 2016, the abdominal pain had resolved. At the time of the report, the pelvic inflammatory disease, device dislocation, back pain, dyspareunia, menorrhagia, abdominal pain lower and headache outcome was unknown, the genital haemorrhage, dysmenorrhoea, the last episode of migraine, depression, anaemia and pelvic pain had resolved and the fatigue and the last episode of weight fluctuation was resolving. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, pelvic inflammatory disease, pelvic pain, the first episode of migraine, the first episode of weight fluctuation, the second episode of migraine and the second episode of weight fluctuation to be related to essure. The reporter commented: it was reported that in (B)(6)2012, she had more back pain for that she got pain medication, hysterectomy to get rid of back pain. She also reported that her weight started to fluctuate -going up then down pain, her sex life was no longer enjoyable. She was not allergic to nickel or any other component of essure. Her current weight was 250 lbs.bilateral tubal ostia visualized; 4 trailing coils at right ostia/1 trailing coils left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. On (B)(6)2008:thyroid ultrasound:impression: at the left lobe. There is a roughly stable (compared with ultrasound 8/06 when it measured 5 mm maximal diameter) 6 mm complex cystic focus. Which is nonspecific with regards to benign versus malignant. (B)(6)2008:knee complete left 4 views:small effusion, without evidence of acute fracture or dislocation. (B)(6)2008:MRI of the left knee without contrast:complete acl tear. Medial collateral ligament strain/partial tear and fibular collateral ligament strain/partial tear,inferior surface horizontal tear, posterior horn of the medial meniscus. Superior surface vertical tear, posterior horn of the lateral meniscus.poster lateral tibial plateau bone contusion. 5 .small baker cyst and joint effusion. (B)(6)r2008:gynecological ultrasonography: overall impression: this patient is referred today for iucd localization. Serial scans are performed endo vaginally through the pelvis. An ant everted uterus is noted. The uterus is homogeneous in echotexture. The endometrial lining measures 3 mm. 3d multiplanar imaging is performed. Coronal views of the uterus, obtained on 3d evaluation, reveal that the iucd is in the lower uterine segment. The ovaries are identified and appear normal in size and echogenicity, no free fluid is seen in the cul-de-sac. Physician has reviewed the findings with the patient. We have suggested consideration of removal of this iucd, and replacement with a new iucd, perhaps under ultrasound guidance. (B)(6)2008: CT lumbar spine: impression: degenerative lumbar disc disease, 3/4, through 5/1.no significant central canal compromise or asymmetric frontal stenosis. Chronic schmorl's node formation, t12/l1, l1/l2. Paravertebral soft tissues unremarkable. (B)(6)2008:lumbar discogram: impression: concordant discogenic pain identified at l3 /l4, and ls/s1. Abnormal lumbar discography at all three caudal levels of interrogation. Abnormal lumbar discogram at l4/ls did not generate discogenic pain, either concordant or discordant. (B)(6)2008:lumbar spine xray:impression: postsurgical lumbosacral spine. Allignment was maintained with disc spacing devices in place. Similar disc space narrowing at l4- 5. (B)(6)2008: mr lumbar spine: impression: fusion changes from l3 through s1. Age related facet disease was seen bilaterally at all levels (B)(6)2012: gynecological ultrasonography: overall impression: the patient who is post partum is referred for an essure localization. The patient has a history of extended post partum vaginal bleeding and some pelvic pain. The uterus is well seen and appears normal in size and echogenicity. The endometrial lining measures 3.7 mm. The essure is identified at the cornua bilaterally in proper location.both ovaries are identified and appear normal with multiple follicles. A slight amount of free fluid is noted in the cul-de-sac. (B)(6)2012: neck CT with contrast: impression: mildly prominent thyroid gland without definite discrete nodule. (B)(6)2012: egd: impression: showed a schatzki's ring which was dilated with passage of the scope and mild gastritis with biopsies. (B)(6)2012: gastric body biopsy: diagnosis: mild active chronic gastritis, giemsa stain for helicobacter was positive (B)(6)2012: 4 right view knee complete: impression: 6 mm osseous focus overlying the lateral femoral condyle, lateral aspect, is nonspecific , good chance this is a benign sesamoid bone, depending on clinical picture, this could be a small fracture related to transient patellar dislocation may have a small joint effusion (B)(6)2012: CT chest: impression: gastrografin swallow would be definitive direct evidence. Extensive confluent opacity in the superior segment of the left lower lobe and posteriorly within the left upper lobe as well as medially in the right posterior lung. Distribution would favor a process such as aspiration (B)(6)2012: us pelvic and transvaginal: finding: trans abdominally the uterus measures approximately 4.0 x 5 .3 x 8.7 cm. Essure fallopian closure devices present bilaterally. Bladder is normal. Impression: essure devices in appropriate position (B)(6)2013: MRI lumbar: impression: l3-s1 fusion. Apex left lumbar scoliosis. No evidence for instability. Mild degenerative changes. (B)(6)2013: mr lumber spine: impression: postoperative changes after multilevel lumbar fusion. L3-s1. Central canal through the fused segments is generously decompressed, with widely patent exit foramen. Upper lumbar disc spaces are without evidence for disc pathology, with widely patent central canal and exit foramina. Central canal contents. And paravertebral soft tissues unremarkable. (B)(6)2013: mr lumbar spine without contrast: impression: postoperative changes after multilevel lumbar fusion, l3-s1. Central canal through the fused segments is generously decompressed, with widely patent exit foramen. Upper lumbar disc spaces are without evidence for disc pathology, with widely patent central canal and exit foramina. Central canal contents and paravertebral soft tissues unremarkable. (B)(6)2013:thyroid ultrasound:impression: a few small caliber nodular foci of thyroid gland. Statistically benign such as colloid cyst & or adenomas. (B)(6)2013: us thyroid scan: impression: a few small caliber nodular foci of the thyroid gland. Statistically benign such as colloid cysts or adenomas, specimen information (B)(6)2014:3view plain film study wrist: findings: frontal, lateral, and oblique views of the left wrist were obtained. No definite fracture identified. There is a minimal possible cortical irregularity at the distal radius on the oblique view. Not specific for a fracture. No dislocation. No focal soft tissue swelling. (B)(6)2015: ultrasound pelvic and transvaginal: impression: normal size uterus with the essure devices in place. No uterine mass. No evidence of endometrial strip thickening. Unremarkable sonographic appearance of both ovaries. Arterial now documented in the right ovary. Arterial flow could not be definitely visualized in the left ovary probably for technical factors as the left ovary is directly behind the uterus on transvaginal imaging, limiting assessment. Nabothian cyst in the cervix. (B)(6)2015: MRI lumbar spine with and without contrast: impression: surgical changes of posterior decompression and fusion l3-s1. Patent central canal throughout fusion levels. Progression of mild degenerative central canal stenosis due to degenerative disc, facet joint disease and posterior epidural fat at level above fusion l2/l3. There is also associated mild foramina I stenosis. No high-grade. Central canal stenosis or high-grade foraminal stenosis at any level. (B)(6)2015: colonoscopy: impression: non-bleeding external hemorrhoids, internal hemorrhoids. (B)(6)2016: upper gi endoscopy: impression: benign-appearing esophageal stenosis. Dilated to 13.5mm with balloon dilator with mild to moderate heme, gastritis. (B)(6)2016: surgical pathology report: final diagnosis: utererus and cervix with bilateral tubes resection: proliferative endometrium, extensive adenomyosis, non specific chronic cervicitis, benign fallopian tubes. Gross description: embedded in each corneal junction in the uterus were coiled medical devices. (B)(6)2016: surgical pathology report: gross description: the specimen was received ¿uterus, cervix, and bilateral fallopian tubes and consist of a total hysterectomy specimen with detached bilateral fimbritated fallopian tube. The uterus weighs 168 grams and measures 10.5 cm from fundus to cervix, 5.2 cm cornu, and 5 cm from anterior to posterior. The serosa is tan-pink and smooth. The actocervix is pale tan smooth and grossly unremarkable endocervical. The endometrial lining thickness is up to 0.3 cm while the myometrial thickness 2.2 cm. The myometrium was trabeculated consistent with possible adenomyosis. Embedded in each corneal junction in the uterus are coiled medical devices. One of the fallopian tubes measures 4 cm in length x 7 cm in diameter and has one associated paratubal yst measuring up to 0.5 cm. The second fallopian tube measures 6 cm in length x 7 cm in diameter and is grossly unremarkable microscopic description: sections show a uterus lined by benign proliferative endometrium and with extensive adenomyosis with the extensive adenomyosis within the underlying uterine wall. The cervix shows non-specific chronic endocervictis. Also included with a paratubal cyst. There is no evidence of malignancy in any of the tissues. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received: events: anemia, headache, device monitoring procedure not performed were added. Coding of menorrhagia was updated as genital bleeding. Event onset date and outcome were added. Concomitant drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.